Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft had migrated and there was a type ia endoleak. The physician stated that the cause of the event was due to anatomy. No clinical sequelae were reported and the patient is being monitored by their physician.